Manufacturer narrative:
Approximate age of device ¿ 4 years and 3 months. The pump remains in use supporting the patient; however the replaced external portion/distal end of the percutaneous lead was returned to the manufacturer for evaluation. Tape was present around the lead, and removal of the tape revealed several cuts in the outer silicone jacket. Cuts in the clear bionate layer were noted approximately 5.5 inches and 11.5 inches from the metal connector. Breaches in the wire insulation exposing the inner conductors were also noted in these same locations (in the red, orange, yellow, and green wires 5.5 inches from the metal connector and in the brown, red, and orange wires 11.5 inches from the metal connector.) The observed wire damage appeared to be the result of fatigue failure due to abrasion against the braided shield and repetitive flexing. The pump operates on a three phase motor where each phase is powered by a redundant wire pair; the yellow and green wires represent phase one, the black and brown wires represent phase two, and the red and orange wires represent phase three. If any of the exposed conductors contacted the braided shield while the patient was operating on tethered power, the resulting short to ground would have caused the low speed and pump stop events recorded in the system controller log file. A phase to phase short would occur if the exposed conductors of any two wires in different phases contacted each other or simultaneously contacted the braided shield while the patient was operating on battery power, which could also cause the reported low speed and pump stop events. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient's event history showed a clock reset and low speed operations with low flows. The patient remained asymptomatic. The manufacturer¿s technical services reviewed the log file and confirmed the clock reset which indicates the system controller had lost power. The file also showed multiple power source changes within one minute. It was recommended to the health professional to check the patient cable and replace if necessary. The health professional reported that the loss of power could have been human error. The patient was asymptomatic. On (B)(6) 2015, it was reported that the physician unwrapped the patient's percutaneous lead, and it showed kinks. The kinks had been noted in january; however engineering did not find any issues at that time. When the percutaneous lead was bent by the physician, the pump stopped and then restarted. All of the bends were external and away from the exit site. The patient was reported to be high risk and not a re-operative candidate due to the inability to anticoagulate the patient safely due to recurrent bleeding (source not provided). On (B)(6) 2015, the manufacturer¿s technical services representative evaluated the driveline. Exposed wires were noted. The distal end of the percutaneous lead was replaced.